Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient name, age, sex and weight, were requested but not provided, however the customer stated that the patient was an adult patient. Date of event requested but not provided.

Event description:
It was reported that the pca tubing set's y-site female luer cracked and leaked. There were no adverse effects caused to the adult patient or staff from the event.

Manufacturer narrative:
Correction on initial report: b.4 & g.4.

Event description:
It was reported that the pca tubing set's y-site female luer cracked and leaked. There were no adverse effects caused to the adult patient or staff from the event.